Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump received with all buttons responding properly. No damage or moisture damage was found on the keypad assembly and no unlocked j1 printed circuit board keypad connector noted during our visual inspection. The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump had scratched case, case cracked behind the pump at the corner of the belt clip rails, cracked select button keypad overlay, pillowing keypad overlay and minor scratched lcd window.